Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the blade came into contact with the balloon and the balloon ruptured upon inflation. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media and blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole approximately 3mm distal to the distal end of the proximal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10 mm x 2.00 mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the blade came into contact with the balloon and the balloon ruptured upon inflation. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.